Manufacturer narrative:
The boston scientific crm rep was contacted but unable to provide add'l detail. No add'l info is available. Should any add'l info related to this event become available, this event will be updated.

Event description:
Boston scientific crm received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) passed away. The cause of death was sepsis and hypertension. The source of the infection was unspecified, so it was unk if the device caused or contributed to the infection. There were no allegations from the field.